Manufacturer narrative:
The pump has been returned to animas. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: during investigation, there was moisture visible in the display. The pump powered on to a cs 052 alarm. A leak test was performed and failed due to a display lens leak. The pump was opened and there was moisture found on the printed circuit board. The call service alarm occurred due to moisture damage.